Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient returned to dr. (B)(6) with pain and gait problem. Upon revising imagining dr. (B)(6) noticed that the patient had coronally deformed (fell to the left and the patient¿s rod had slipped out of the ilium on the right. The origin surgery took place on (B)(6) 2017 (t10-ilium) and (B)(6) 2018 (added additional 3rd rod on left - lower lumbar as well as a 3rd iliac screw . Dr (B)(6) planned a posterior release at l5-s1 on (B)(6) 2018 and alif/plf t10-ilium (B)(6) 2018. He removed the set screws 1797-02-000 for. T10-ilium, removed all the rods. Dr. (B)(6) successfully removed the hardware. Patient consequence? :yes. Patient consequence description: surgery took place (B)(6) 2018 to remove rods and set screws. Required surgery to fixed problem in rod slippage.